Event description:
On (B)(6) 2013, patient reported the up button on the infusion device is stuck down and all of the other buttons stopped functioning. The protective rubber had come off the up button and the metal base plate is visible. The infusion device was not dropped on a hard surface prior to the event. He was unable to provide the serial number. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The up button is permanently active due to an external mechanical damage. As result of the permanently activated up button, the other buttons do not respond to commands.